Event description:
It was reported the physician implanted a gore helex septal occluder on (B)(6) 2010. In (B)(6) 2011, the pt experienced a stroke. On (B)(6) 2011, echocardiographic examination revealed both the left and right atrial discs to be hanging away from the septum. A bidirectional shunt across the atrial septum was also noted. On (B)(6) 2011, the physician performed a fluoroscopic exam and noted the lock loop to be off the right atrial eyelet. The physician is considering intervention but a procedure has yet to be scheduled.

Manufacturer narrative:
Results: the review of the mfg records verified that this lot met all pre-release specs. Preliminary exam of the returned images shows a fractured lock loop. Blank fields present on this form include only fields determined to eb not applicable. Blank required fields were determined to be inapplicable.